Manufacturer narrative:
During the initial report to nihon kohden america, the customer restarted the unit and it displayed error messages on a blue screen stating that the issue could be with the device itself or the drive. The unit was returned to nihon kohden america and the issue was duplicated. The failure investigation is currently in progress.

Event description:
The customer reported the display on the central monitoring system (cns) went down. Then it came back up but was frozen.

Manufacturer narrative:
The customer reported the display on the central monitoring system (cns) went down. Then it came back up but was frozen. The unit was evaluated and the reported problem was duplicated. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.